Event description:
A report that a patient was explanted due to an infection at the midline incision was received. Cultures taken by the hospital showed a staph infection. The patient was prescribed antibiotics and is reportedly doing well.